Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initially filed medwatch, additional information was received. A transesophageal echocardiography (tee) was performed on (B)(6) 2018, which confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr increased to 2-3. No treatment is planned. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. The reported patient effect of worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. One day later, an echocardiogram was performed where it was noted that the clip possibly detached from the posterior leaflet and remained attached to the anterior leaflet (slda). As the echo quality was not good, the slda could not be definitively confirmed. A transesophageal echocardiography (tee) is scheduled for (B)(6) 2018 to confirm. No additional information was provided.